Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections could not conclusively be determined through this evaluation. Furthermore, the report of driveline penetrations with deterioration could not be confirmed through this evaluation as no photographs or products were provided for review. The heartmate 3 device serial numbers, as well as other specific case information, were not provided. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. Of note, "the penetration part of the driveline has deteriorated" is conservatively being interpreted as superficial driveline damage. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document contains information about preventing infection. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "current status and challenges in introducing home-visit nursing care for destination therapy patients" that heartmate 3 (hm3) may be associated with driveline damage and infection. This study evaluated 11 patients who were indicated for destination therapy (dt). Of these 11 patients, 2 were transferred to bridge-to-transplant (btt) and 4 were transferred to bridge-to-candidacy. Readmission rate for btt patients was 42%, with driveline infection being the most common reason for readmission (25.9%). Due to readmission rates, home-visit nursing was implemented for the 5 dt patients from may2021 to jun2022. While these visits were conducted, driveline penetrations with deterioration were noted. The penetrations were fixed.

Manufacturer narrative:
Author information: hori, y. (N.d.). Current status and challenges in introducing home-visit nursing care for destination therapy patients. National cerebral and cardiovascular center. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.